Manufacturer narrative:
Block e1: initial reporter address (B)(6). Block e1: initial reporter city- (B)(6). Block h6: imdrf device code a1502 captures the reportable event of the stent positioning issue. Imdrf impact code f2301 captures the additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during a pancreatic cyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was pulled up too much toward the stomach, and it could not be placed inside the patient. The stent was removed from the patient using forceps, and no new stent was implanted as it was no longer required. Computed tomography (CT) imaging showed that the cyst had successfully shrunk because the necrotic material and fluid accumulation began to drain from the puncture site and no perforation had occurred. There were no patient complications reported as a result of this event.